Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received unexpected restart alarm. The customer stated that the insulin pump also alarmed off no power alarm without low battery alarm and multiple battery out limit alarms. The customer's blood glucose was 155 mg/dl at the time of incident. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the unexpected restart alarm was recurring during normal use. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No unexpected restart alarm noted. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no off no power alert, unexpected battery out limit alarm, low battery alert and blank display or display anomaly noted. No ramping numbers noted on the display. No unexpected resetting time date after changing battery noted. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window and minor scratches on the display window noted.